Event description:
Information received from the field does not address the patient's clinical status but notes that when the device was interrogated and measured data taken, the atrial amplitude had changed from 2.0v to 7.5v. During the measured data sequence, telemetry had been broken.